Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the "foreign material clogged in the nozzle¿ was confirmed. It could not be specified what the foreign material was and the root cause of the remaining foreign material. It was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported that the evis lucera elite gastrointestinal videoscope had a bad angle and a bad/water supply that was observed during preparation for use for an unknown diagnostic procedure. During inspection and testing of the returned device, there was foreign debris found in the nozzle. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was a foreign object inside the nozzle, which caused both the air and water supply volume to be insufficient and the water drainage function to deteriorate. The bending angle and the play of the angle knob is out of specification due to stretching of the angle wire. Scratches were found on the device, the suction cylinder was scrapped, the bending section cover adhesive was partially missing and cracked, a worn up/down knob was unable to be fixed securely due to a worn up/down angle fixing lever, and the objective lens and the control panel were both discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.